Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Telemetry c rf transceiver assembly found out of specification and ECG connector found loose. The system fan is noisy. (B)(4) rf head cable found damaged and label is out of specification (delamination).

Event description:
It was reported that no performance data could be obtained. The programmer and rf head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.